Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. A search revealed an additional investigation request (ir) was received for this production order, however the device problem code was for packaging, unrelated to this event. The product was manufactured and released according to specifications. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was implanted, then removed in the same surgical procedure due to patient having difficulty with anesthesia. The capsule ruptured and the lens was retrieved. Another lens with model za9003 was used as replacement lens for the patient. Additional information was received, and it was learnt that the complications was due to anesthesia problems which resulted in torn capsule. The product was not the problem. The implant was discarded and will not be returning. A model za9003 was implanted in the sulcus with no problem. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.